Event description:
Oec medical system inc. Received a medwatch form regarding a system malfunction to oec model 9000 series c-arm. On may 14, 1997 it was reported to oec medical systems that during a procedure the system began to display track seek and sector missing errors. System was removed and backup equipment was used to finish procedure. Field service engineer was able to diagnose the malfunction. Fse removed and replaced parts, tested/inspected and returned system to current specifications. Hospital reported no adverse event, death, or serious injury.